Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the delivery balloon is still well folded. A large amount of contrast medium was observed in the balloon and inflation lumen which implies application of vacuum. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was returned separately and unprotected. The stent is slightly deformed at one end, i.e. Few struts are bent outwards. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of vacuum before reaching the target lesion).

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion. The device could not cross the lesion and was withdrawn. Then it was detected that the stent was dislodged. It got caught in the copilot valve.